Event description:
During eval of a returned homechoice machine, an overfill was identified. In the therapy session started in 2008, drain 3, the home patient's ultrafiltration (uf) reading was 877 ml. This uf indicates that the home patient (hp) drained 877 ml more than the programmed fill volume of 2500 ml for a total drain of 3377 ml. According to the home pt's nurse, there was no pt injury or medical intervention associated with overfill for this pt.

Manufacturer narrative:
Eval results: the homechoice machine was received and evaluated. Three simulated pt therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. No failure or malfunction of the device was observed that could have caused or contributed to overfill. Based on a review of all available info, the probable cause of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold. The device will be routed to the service area.